Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during the initial drain cycle of peritoneal dialysis therapy while the patient was connected. The patient reported having not checked the patient line to verify if it was properly primed before connecting. The technical service representative (tsr) assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. The tsr reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, this is a report of a use error, where the patient stated that they did not check the patient line prior to connecting to the homechoice. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to verify that the patient line is properly primed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.